Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula was broken. The customer's blood glucose value was unknown. The customer reported that the sensor cannula was fractured while in the body and sensor cannula was still in the body. The sensor will be returned for analysis.